Manufacturer narrative:
Initial reporter's phone number: (B)(4). The actual device was returned to manufacturing site for evaluation. Reliability engineering evaluated the device and observed that the cable/cord/wiring was damaged. Therefore, the reported condition was confirmed. It was further determined that the motor and control unit were defective; and the device had a liquid damage and damaged hose and coupling lock. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring component on the motor device was damaged. It was noted in the service order that the motor and control unit on the device was defective, had a liquid damage, damaged hose and damaged coupling lock. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.